Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead oversensed noise. Programming changes were discussed, but no changes or intervention was reported. There were no patient consequences.